Manufacturer narrative:
(B)(4). The patient performed therapy on this date using the transfer set. (B)(6). The device was not returned for evaluation. The device¿s instructions for use states, ¿replace this set every six months or as specified by a physician. Characteristics of the set are not impacted by use up to six months but may be impacted by longer use.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had been using the hc machine for 8 months but had never changed their transfer set. It is unknown whether the transfer set had been used for only automated peritoneal dialysis (apd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.